Event description:
It was reported that patient experienced high blood glucose levels of 300 mg/dl due to bent cannula as the infusion was inserted into hardened scar tissue on (B)(6) 2026. The patient received treatment via pump.